Event description:
It was reported that the bd emerald¿ syringe had volumetric accuracy issues, withdrawing only 9ml of liquid when drawing up 10ml. The following information was provided by the initial reporter: "we have a new complaint for ge on the 10 ml 307736. They have seen a large variation in the volume that they have withdrawn with the syringes they received... For example drew up 10 ml but only 9 ml was effectively withdrawn".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2301152. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. However, through evaluation of the retained samples, no signs of defect were identified. Based on the investigation results, an exact cause could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe had volumetric accuracy issues, withdrawing only 9ml of liquid when drawing up 10ml. The following information was provided by the initial reporter: "we have a new complaint for ge on the 10 ml 307736. They have seen a large variation in the volume that they have withdrawn with the syringes they received... For example drew up 10 ml but only 9 ml was effectively withdrawn"